Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08272. Follow-up identified surgical intervention was undertaken on (B)(6) 2015, explanting the lead. Reportedly, the sjm representative was not present for the case.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08272. It was reported the patient is experiencing persistent pain. Reprogramming provided temporary pain relief. Subsequently, the patient met with his physician whose recommendation was to turn stimulation off for one month. Follow-up identified surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.